Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis did not indicate any malfunction with the system. The user also reported an infection at the insertion site (MFR# 3009862700-2026-00178), which may have contributed to the reported discrepancies. The user was advised to contact customer care if they had any further concerns after resuming system use once the insertion site had healed and antibiotics were completed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.